Manufacturer narrative:
(B)(4) initial/final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history record review could not be completed as no batch number was provided. Based on the limited results of the complaint investigation, a probable root cause could not be identified since no complaint sample was submitted for evaluation and no lot information was provided for review. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
Disconnected valve. When putting on the clothes, the valve disconnected from the catheter. The safety clamp was used and the valve was changed. No patient harm.